Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date unknown. Site ordered new vertek arm through customer service. Medtronic rep. Gave site a sterilization procedure as well.

Event description:
A medtronic representative reported that a vertek arm was old and worn down. The arm was permanently loose. If totally cranked, the bottom joint of the arm would still move. The arm was purchased in 2003 so it was just old and heavily used. There was no patient present.